Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when patient presented in clinic, an alert for low pacing lead impedance was observed. Further testing was recommended. No further information is available.